Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is not fitting correctly and requests that the AED be checked. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer noted a replacement battery & pads resolved the issue.